Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has a replacement insulin pump. Customer stated that the pump was not delivering fast enough and she finally had to revert to manual injections. Customer stated that she reprogrammed her pump by herself. Customer's blood glucose was 361 mg/dl on (B)(6) 2016 and was later at 470 mg/dl. Customer's high blood glucose started mid-day yesterday and her current blood glucose is 372 mg/dl. Customer was vomiting last night and had nausea. Customer stated that this happened twice. Customer hasn't taken a new reading since 2am this morning. Customer treated with the pump. Customer's blood glucose was going down when she took manual injections. Customer reported that the cannula was curved a tiny bit but was mostly straight. Customer has incorrect programming in her pump and called her health care professional to update her active insulin time settings. Customer will need to do a set change.